Event description:
The duett sealing device was deployed in the right common femoral artery following an angioplasty procedure (7f, retrograde stick). The pt was anticoagulated, with an activated clotting time of 335, and a bp of 123/78. Five (5) minutes post-deployment, no distal pulses were noted, and the leg was white compared to the other leg with tingling pain (15 min. Post-deployment. Before the case, the pt had bounding pulses. A surgeon was called 10 min from the onset of symptoms. The pt was sent to surgery 40 min from the time of deployment. Surgical intervention involved a fogarty thrombectomy. The pt's response to the treatment was the complete restoration of blood flow to the lower leg. The pt was stable after surgery. The physician later told the vascular solutions field clinical specialist (fcs) that scar tissue was felt upon gaining arterial access.